Manufacturer narrative:
H3, h6: the cori robotic drill rob10013, (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported failure. A functional evaluation was performed, and the reported problem was confirmed, the burr was not spinning inside of the drill. The drill was taken apart for further investigation. When disassembling the handpiece, you could see that the nose piece tip had completely detached from the shaft of the nose piece. It was noted that the slip shaft was intact, and the pin inside of it was still in place. The exposure motor was tested and passed. The wiring for the drill motor was in the order of black, white, red, instead of white, black, red, like it should be. The wiring caps from a known good drill were used on the complaint drill and the drill could pass a kpc test and case without error. An engineering review was completed. The reported problem was not confirmed. The exposure motor was tested and found to be responsive. The most likely cause of this issue is due to incorrect wiring of the drill motor¿s cap. Real intelligence hand piece assy (okc), the wires should slide through appropriate slots connector as per wiring diagram in appendix a. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. No service records were identified prior to the complaint date for this device. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The occurrence rate is within the anticipated range, and there is no indication of an upward trend. Hence, nc is not required at this time. The manufacturing and service procedures contain the controls/poka-yoke fixtures to limit the recurrence. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, a real intelligence robotic drill had a strange noise and the bur stopped spinning even though the engine inside the drill was still spinning. It sounds like there is a locking issue between the drill and the bur, as the engine spinning could be heard while the bur is not moving. Surgery was performed manually. A non-significant surgical delay was reported. No harm to the patient or further complications reported.